Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. During functional testing on a generator the device gave an error code 5 and the blade tip broke off. The device will stop activating, and either emits a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was inspected and a crack was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
It was reported that during an unknown procedure, there was a solid tone with error code five when used in two minutes. They changed to a new device to go on with the operation. The scalpel could not cut and coagulate. The titanium tip was broken during pre-run test after re-installed. The broken piece was retrieved by forceps. They changed to the third device to complete the procedure. There were no adverse consequences for the patient.